Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised the patient to reset the device and wait for the bluetooth connection. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed but could not confirm the reported event of loss of connection as the dates of data sent were not inclusive of the issue date range. No additional patient or event information is available.